Event description:
Vilex account manager reported that a 3.0mm headless screw bent during surgery. The k-wire bent while advancing the screw. The doctor kept trying to advance the screw, which resulted in the screw bending. The doctor removed the screw and k-wire from the pt. He tried to remove the wire from the screw, so that he could reuse the screw. The screw had bone fragment and metal shavings from the wire inside it, so the doctor discarded the screw and wire. The doctor used another screw and wire from the vilex screw set and the surgery was completed without any issues.

Manufacturer narrative:
After a review of complaints, it was determined that a MDR should be filed on this event. Vilex had generated a complaint, according to procedure, at the time the event was reported, but felt since no part of the screw or guide wire was left in the pt, a MDR was not necessary. No other reports of breakage have been received regarding this product. Lot number was not recorded by doctor. Since the screw and wire were discarded by the doctor, no further investigation is possible.